Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 could not deploy t2. The procedure was completed with 5 minutes of surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture. The knot is not tightened down. The t2 and suture is still on the needle. The actuator is stuck at the tip of the needle. The needle assembly is bent. A functional evaluation was performed on the returned device and found the t2 could not be deployed due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.